Manufacturer narrative:
Remains implanted.

Event description:
The subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. The stent graft was positioned and deployed as planned. During cannulation of the contralateral leg of the graft, the guidewire may have wrapped around the aortic body delivery system causing the legs of the aortic body graft to twist 360 degrees. The ipsilateral and contralateral iliac limbs were deployed simultaneously in a position to maintain flow to the limbs, which was confirmed by final angiogram. The aneurysm was successfully excluded, and there were no patient sequelae. As of the date of this report, the patient is reported as doing well with no sequelae reported.